Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
It was reported that in preparation for an unrelated procedure, diagnostic imaging was performed and externalized conductors of the right ventricular (rv) lead was observed by the clinician. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.